Event description:
A rep dream station auto CPAP device was returned to a manufacturer with information alleging visualization of particles. During the evaluation of the device at manufacturer, the device was visually inspected and visible foam particles were observed. The manufacturer concludes that they confirmed the customer's allegation. There was no error code found. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles in device. There was no report of serious or permanent harm or injury. During the evaluation of the device at manufacturer, the device was visually inspected and no visible foam particles were observed. There was no error code found and unit passed final test. Box d: model number and catalog item identifier has been updated. Box h: evaluation results code grid, component code grid and conclusion code grid has been corrected. Box h: (device) problem code grid, remedial action initiated and recall (z) number has been updated.